Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient died. Per disrupt-af report, farawave catheter was selected during a pulsed field ablation and watchman procedure. It has been mentioned that the patient died 1 day later after the procedure date. No autopsy was performed and the official cause of death is unknown. It was reported that per the principal investigator (pi), the procedure or the farapulse system did not contribute to this event. No device malfunction was reported.